Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The device remains in service and the patient will be evaluated in order to perform the replacement procedure. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The device remains in service and the patient will be evaluated in order to perform the replacement procedure. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1: patient identifier number field was updated.

Manufacturer narrative:
Follow up report 1: patient identifier number field was updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The device remains in service and the patient will be evaluated in order to perform the replacement procedure. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device was disposed of in error by the explanting hospital, so it is not available for return and analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The device remains in service and the patient will be evaluated in order to perform the replacement procedure. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device was disposed of in error by the explanting hospital, so it is not available for return and analysis.

Manufacturer narrative:
Follow up report 1: patient identifier number field was updated.